Event description:
Instability and poly wear.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Instability and poly wear.

Manufacturer narrative:
Reported event: an event regarding inst:ability and wear involving a triathlon insert was reported. The wear event was confirmed through clinician review of the provided medical records and evaluation of the returned device. Instability was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the insert is worn. The damage present on the posterior portion was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. -clinician review: a review of the provided medical records by a clinical consultant stated the following: "I have had the opportunity to review the additional information related to including the product inquiry summary, an operative report , implant record, x-ray report and an office note. The event description from the product inquiry summary states: instability and poly wear what I can glean from these reports is that the patient had a cemented triathalon knee. X-rays revealed poly wear medially and that this knee was revised. It is confirmed that the patient had a revision surgery related to tibial insert polyethylene insert wear. The root cause of this issue cannot be established by the limited documentation provided." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to instability and wear. Visual inspection of the returned device indicated that the insert is worn. The damage present on the posterior portion was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. A review of the provided medical records by a clinical consultant stated the following: "I have had the opportunity to review the additional information related to including the product inquiry summary, an operative report , implant record, x-ray report and an office note. The event description from the product inquiry summary states: instability and poly wear. What I can glean from these reports is that the patient had a cemented triathalon knee. X-rays revealed poly wear medially and that this knee was revised. It is confirmed that the patient had a revision surgery related to tibial insert polyethylene insert wear. The root cause of this issue cannot be established by the limited documentation provided." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Reported event. An event regarding instability involving a triathlon insert was reported. The event was confirmed through clinician review of the provided medical records. Method & results. -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: I had the opportunity to review the additional information including the product inquiry summary, an operative report , implant record, x-ray report and an office note. The event description from the product inquiry summary states: instability and poly wear I can glean from these reports is that the patient had a cemented triathalon knee. X-rays revealed poly wear medially and that this knee was revised. It is confirmed that the patient had a revision surgery related to tibial insert polyethylene insert wear. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review the additional information including the product inquiry summary, an operative report , implant record, x-ray report and an office note. The event description from the product inquiry summary states: instability and poly wear I can glean from these reports is that the patient had a cemented triathalon knee. X-rays revealed poly wear medially and that this knee was revised. It is confirmed that the patient had a revision surgery related to tibial insert polyethylene insert wear. The root cause of this issue cannot be established by the limited documentation provided. Should additional information become available I would be happy to further this assessment. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Instability and poly wear.